Event description:
The account stated that the cd4000 analyzer generated a wbc result of 0.530x10e9/l with ig flags on a patient that had been chemoablated. The physician questioned the result as the patient had been running around 0.02x10e9/l. The sample was repeated on 2 different analyzers with a result of 0.034x10e9/l with no ig flag. A corrected report was submitted. It was discovered that the sample had been run following a sample with a high wbc of 23.5x10e9/l which had an imm gran flag.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.